Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury resulted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.